Event description:
Patient reported "grade 4 capsular contraction". This record represents the left side. Device status unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.

Manufacturer narrative:
It has been identified that this record, mrn 9617229-2024-16119 is a duplicate of mrn 9617229-2024-16010. Please see mrn 9617229-2024-16010 for reportable events.

Event description:
It has been identified that this record, mrn 9617229-2024-16119 is a duplicate of mrn 9617229-2024-16010. Please see mrn 9617229-2024-16010 for reportable events.